Manufacturer narrative:
Received reports from the end-user's wife claiming her husband has broken his large toe twice since having received the chair. The report indicates the end-user has on occasion, when attempting to enter different parts of their home, driven the footplates into the door frames. There were no allegations the operation of the device being at fault, but rather the misjudgment of where the end-user's feet are in relation to the door frame. The reasoning for contacting permobil was to inquire if something could be provided to protect the end-user's feet as they hang over the edge of the standard 9" footplate. It was reported the service provider evaluated the device with the end-user in their home and informed them they would fabricate a custom extention for the footplate which would accommodate the end-users entire footprint thus protecting their feet and toes. If another impact were to occur. The wife claims this evaluation occured approximately 1 year prior, but the dealer has yet to incorporate the proposed modification and the end-user continues to injure their feet. The device was evaluated and found to be in proper working order with no mechanical or operational deviations being noted. Permobil has supplied the service provider with a quote for a special adaptation to extend the footplate an additional 4" in order to support the end-user's entire footprint. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report claiming the end-user is having repeated issues of inadvertently driving the devices footplates into door jams. It was reported when this occurs, on several occasions, the end-user has broken their large toe from the impact as their feet protrude past the footplates standard depth.